Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was a gastrointestinal infection. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with injection vancomycin (1 gram, stat, route, frequency, and duration not reported) and injection fortum (1 gram, once a day, route and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the peritonitis. Additional information was requested, but is not available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.